Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be clipped properly. The complaint was confirmed by failure analysis. Further investigation confirmed additional observations. Signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibited orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not clipping. The procedure was completed with no reported injury.